Event description:
It was reported that the right atrial (ra) lead was explanted due to loss of capture (loc) and upon opening the pocket, the device was noted to be flipped for more than 10 times causing loss of slack in all leads and dislodging the ra lead. A new lead was implanted. No additional adverse patient effects were reported.